Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed. .

Event description:
It was reported to philips that the device was accidentally dropped. After the drop, the device had a blue screen at power on and the paddle tray holder was broken. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.